Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Possible damage to the nozzle tip was observed on the returned photo. The returned photo shows an activated company device. The plunger and the lens are advanced at the nozzle tip. The nozzle tip appears to be damaged. We are unable to determine the root cause for the reported complaint "flange was too big for a 19.0 and it wouldn't fit in the incision". The product was not returned for analysis. Production records review shows that the correct nozzle for this model was used for the product in question. Based on our review of the returned photo, the nozzle tip appears to be damaged. The instructions for use (IFU) instructs to inspect the company device nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another company iol and company device delivery system. All company devices are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. A definitive determination of damage cannot be made without the evaluation of the physical product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, lens and inserter did not advance. Additional information received stating that, the inserter and the lens advanced for the scrub when primed it. When the surgeon went to use the device, the flange was too big for a 19.0 and it would not fit in the incision. Surgeon used a different lens of the same make and size. There was no patient harm.